Event description:
Customer reportedly obtained results of 64 mg/dl and 151 mg/dl on the compact plus system within 10 mins. Customer also reports obtaining results of 151 mg/dl and 478 mg/dl on the compact plus system within 10 mins. The result of 151 mg/dl is an individual result obtained, but it is included in each comparison due to the timeframe in which it was obtained. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.